Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The field service engineer (fse) found a punctured tube connected to the sample and reagent probe and replaced it. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The analyzer serial number is (B)(6). The qc recovery data provided was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys amh results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial amh result was 0.10 ng/ml. The sample was repeated and the result was 0.30 ng/ml. The sample was repeated again the next day and the result was 4.10 ng/ml. The result of 4.10 ng/ml was deemed correct.